Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient claimed that the pump would not power on. The patient did not allege any harm or injury because of the alleged issue. The patient admitted that she had dropped the pump down some stairs by accident that day. After dropping the pump, the patient claimed that she could not get the pump to power on although she had tried several batteries. She denied that the pump's casing had any visible cracks. The pump's battery cap was secure and the yellow o-ring was not visible. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed there was one power on reset observed in the black box. There was no damage observed to the battery compartment. When attaching the returned battery cap to the pump, the pump does not power on and go to the verify screen. The battery cap contact height and width were measured and found to be out of specifications. A test battery cap was able to fully tighten and power up the pump. The pump was exercised for 24 hours with the test battery cap and no power interruptions were duplicated during this time. When using the test battery cap to power the pump the display screen was observed to have a faded pinkish contrast. Damage to the pump case was observed between near the top right of the display lens and the case seal during the investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.